Manufacturer narrative:
(B) (4).

Event description:
Patient had spinal cord stimulator implanted on (B) (6) 2009. In recovery room, the patient began experiencing increasing pain in her lower back eventually accompanied by symptoms of numbness, tingling, and weakness in her legs. Paramedics were called, and patient was transported to the emergency room. A CT scan revealed an epidural hematoma allegedly caused by the spinal cord nerve stimulator . The device was removed on (B) (6) 2009. The epidural hematoma was caused by an alleged malfunction of the insulation on the leads of the device, causing damage to the spinal cord and resulted in paralysis. Additional information has been requested.